Event description:
The laboratory was performing a ristocetin cofactor activity assay and had some issues with quality control. The staff member inadvertently discovered an error in the package insert involving how to make up the blank. The adjustment factor was listed as 1.5 and should have been 1.0. We contacted the vendor, bio/data corporation and they stated the correction factor was incorrect. We ceased performance of this test. Manufacturer response for bio/data pap-8e, pap (per site reporter): the vendor confirmed the adjustment factor was incorrect in their reagent package insert. They are issuing a revision to the package insert and will replace reagent used during what we thought were assay issues and during our investigation of the issue. Vendor stated the following in an e-mail: the kits we received were from a single, small batch, all of which was shipped to us. Since the adjustment factor was a constant throughout testing, its effect was limited to shifting the curve. The normal-abnormal breakpoint wasn't affected. The % activity would be somewhat different, but given the nature of the assay, those differences should not have affected clinical decisions.